Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no issues were noted. The reported condition of injection port had a different texture, whitening at the edge, and fraying was not verified. The overpouch was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of an intravia container 250 ml capacity was worn down and had a different texture with a whitening edge and fraying. It was further reported that the a hole was also observed in the overpouch. These issues were identified prior to patient use. There was no patient involvement. No additional information is available.